Event description:
The pt was seen at the implant center for device evaluation. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery took place in 2000.